Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead, located on the septum, had high impedance and a confirmed fracture. In addition, the right ventricular (rv) lead, located on the apex, also had high impedance and a possible fracture. Both leads were explanted, but the rv lead located on the septum was the only lead replaced. No patient complications have been reported as a result of this event.